Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was not confirmed as the reported event could not be reproduced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus technical assistance center the video system center had a black screen when the rigid camera is connected during preparation for use. The event resulted in a ten minute delay. It was confirmed the patient was not under anesthesia when the event occurred, therefore, there was no patient involvement. The procedure was completed with a similar device. The customer had attempted troubleshooting and confirmed the camera worked with a different tower. The customer reported there was no damage to the front connector of the subject device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. The user troubleshooted on their own with the following findings. The same camera head that does not show any images will show perfect images from another cv-170 tower. Other camera head with similar type of result. The user did narrows down the problem to be this cv-170. The user found no damage to the connector in the front. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause of no image was displayed could not be identified with the information received. Olympus will continue to monitor field performance for this device.

Event description:
No additional treatment required. No extended hospital stay. No extended anesthesia. No other devices involved in the event.